Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: a crack at case seal of the battery compartment was observed. The black box begins on (B)(4) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(4) 2013 have been overwritten. No activity related to the complaint was recorded in available pump history; only typical usage was observed. The boluses and basal add up correctly to total the tdd. Pump passed a delivery accuracy test. Pump found to be operating within required range and delivering accurately. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014.